Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture management weekly trend data shows threshold had average of 1.5v week of (B)(6) 2016 then rose and has consistently been 2.5v or greater since week of (B)(6) 2016.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (lowvoltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.